Event description:
(B)(4) was received on (B)(4) 2010 from rayner's distributor in (B)(6), notifying of a labelling discrepancy between outer and inner labels of one pmma 645a intraocular lens. The outer pack label and pt labels showed lens serial # (B)(4), power +20.0d. The inner lens pack label showed lens serial # (B)(4), power +18.0d.

Manufacturer narrative:
Note that this product is not distributed in the u.s., therefore, no product is being recalled from the u.s. However, rayner is reporting this issue since the processes of labelling used for this device are the same as those for the product which is available in the u.s. (C-flex injectable lens approved by FDA may 03 2007). A meeting of the recall committee was called on (B)(4) 2010. Stock records were reviewed, showing that all lenses from both batches had been sold in (B)(4) 2009. It could not be ruled out that the labelling discrepancies did not affect other lenses in the two batches in addition to the two lenses identified in the original complaint. The following actions have been notified to 3 (B)(6) hosp customers, and rayner's distributors in (B)(4) and (B)(4): search all stocks for product matching the batches identified. Return any stocks to rayner by the fastest means possible. Advise rayner of lenses from the recall batches that have been implanted. Advise rayner of the action taken. Product returned from the field was evaluated and it was confirmed that mislabelling had taken place. Relevant operatives in the final pack area have been retrained. Since these devices were mfg, increased bath controls of labelling have been introduced. Case has been assigned rayner reference: (B)(4).